Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information, derived from the evaluation, will be submitted in a supplemental 3500a form.

Event description:
Customer reports that the suture broke five days following c-section. The patient was returned to surgery for repair. Patient status is reported as "no subsequent problems following repair".